Manufacturer narrative:
Additional information was added to h6, h11. H11: an event history log review was performed, and the drug norepinephrine was selected twice on 01/31/2025. The reported volume to be infused and rate could not be identified in the logs in association with this drug. The reported motor monitor stall alert was identified on the event date. No occlusion or air in line alarms were found on or around the event date. Secondary infusions were programmed on 01/29/2025 and a secondary was cleared on 01/312025. The pump was placed in standby 3 times prior to the event date, but duration of standby cannot be determined from the logs. The reported condition was not verified. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a monitor motor stall (system error 20602) error. The pump additionally did not infuse at all and error appeared with an inaccurate rate message. This was observed during patient infusion with norepinephrine at 150 ml/hr and a volume to be infused (vtbi) of 900 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was evaluated on-site. A downstream occlusion sensor test, upstream occlusion sensor test, and a flow rate accuracy test were performed with no issues; the device met testing specifications. The reported condition was not verified during testing. Should additional relevant information become available, a supplemental report will be submitted.